Event description:
It was reported that during a scheduled right ventricular (rv) lead revision procedure, the physician damaged this right atrial (ra) lead with the electrocautery. As a result, both the rv and the ra lead were extracted with simple traction, without complications. Two new leads were implanted. The patient is doing well and will continue with normal follow-up. Product return is not indicated at this time.